Manufacturer narrative:
On 22-nov-2022, bwi received additional information regarding the event. The tip was frayed. It is a kind of damage. There was no internal sheath mechanism exposed. The tip was not rough or non-slippery. There were no lifted or damage electrodes. No picture available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-nov-2022, bwi received additional information regarding the event. The resistance worked against when inserting in the groin. There was no alteration on shaft surface. The soft tip was not buckled or wrinkled. Resistance did not result in any damage to the sheath. There was no resistance with the sheath when they were trying to put the catheter/dilator into the sheath or when they were trying to withdraw it from the sheath. The resistance resulted in damage to dilator/catheter, the tip of the sheath was curled. Furthermore, the product investigation was completed as the complaint device was not returned for analysis. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000122 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The tip was cracked (broken). There was a strong resistance felt at the time of inguinal insertion, and the tip of the sheath became cracked. The issue was resolved by changing the vizigo sheath to another one. This occurred at insertion of sheath inguinal. The procedure was completed without patient's consequence. Broken tip is MDR-reportable. Resistance with sheath is not MDR-reportable.